Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was re-admitted to the hospital for 1 to 2 days after the implantation of the neurostimulator due ot epidural and spinal headaches. The physician believed that he may have penetrated the epidural space with the foramen needle although the company representative present did not note anything remarkable. The pt was treated with caffeine and various other drugs. A blood patch was not used. Consultation with device therapy experts unanimously insisted that the epidural space could not be punctured by the foramen/introducer needle while working in the area of the sacrum as it was anatomically impossible. It was believed that the headaches were caused by something else, perhaps, a reaction to the anesthesia. The patient's headaches have gone away and her bladder symptoms had resolved.